Event description:
It was reported that during a port placement procedure the catheter allegedly fractured. Additionally, there was pain when administering the drug solution. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure the catheter allegedly fractured. Additionally, there was pain when administering the drug solution. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one groshong catheter segment was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A complete circumferential break was noted on the proximal end of the catheter returned that was elliptical in shape. The proximal catheter segment was not returned. The edges of the complete circumferential break on the proximal end of the catheter were noted to be uneven. The surface was noted to be granular in one region and round/smooth in the other region. Therefore the investigation is confirmed for the reported fracture and identified wear and deformation issues. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. The identified fracture is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.